Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 4- aug -2024, it was reported that the patient encountered insulin flow block in the tubing no further information.